Event description:
It was reported that a patient presented in-clinic. Upon examination, the right ventricular (rv) lead was found to have dislodged. A loose suture sleeve was suspected as the cause. No electrical malfunctions were reported. The rv lead was explanted and replaced on 5 oct 2021. No patient consequences were reported.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted. The full helix extension length was measured within specifications. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.